Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has not yet been completed. The reported problem (code 204) is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the allegedly defective electrode belt. The patient was issued a replacement electrode belt.